Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an incomplete side cut during lasik flap creation. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed the field service engineer verified cuts due to customer report of incomplete side cut. No abnormalities were noted. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).